Event description:
It was reported that the right atrial (ra) lead exhibited possible loss of capture and possible undersensing of fine atrial fibrillation (af). The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.